Manufacturer narrative:
Investigation summary: bd received 20 samples from the customer in support of this complaint. The 20 returned samples were functionally tested and the issue of underfill was not observed as all 20 tubes drew within specification. Bd was unable to confirm customers¿ indicated failure mode based on the returned samples test results. Bd was unable to determine a rrot cause for the reported issue. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 2 bd vacutainer® 9nc 0.109m plus blood collection tubes underfilled. This resulted in patient need to be re-drawn. The following information was provided by the initial reporter, translated from japanese to english: during using the tube, it found that the tube had low draw.